Event description:
It was reported that after the deployment of t1, the t2 deployed prematurely. No patient injury or complications were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed the actuator is in its t2 post-deployment position indicating a complete deployment. No suture or ts remain on the insertion needle. A length of suture was returned without any ts. The sutures length and condition is consistent with a successful deployment. The depth limiter is crimped at its distal end. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. It appears that the trigger was inadvertently advanced resulting in the pre-deployment of t2. Further investigation is not warranted at this time.